Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr determined the most likely cause of the reported event is the power supply assembly. The fsr replaced the power supply assembly, the ac filter assembly with fuses, and the issue was resolved. The fsr performed the operational verification procedure, the user verification test, and reported the device meets factory specifications. The fsr reported the suspected component is available for analysis and a return good authorization has been issued. At this time, failure analysis laboratory has not evaluated the component. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the device displays hardware fault and circuit disconnect alarms. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could be confirmed and duplicated. No further investigation with supplier's power supply being faulty. This issue will be internally investigated within vyaire.